Manufacturer narrative:
Product support could not rule out sample specific interference without return of pt sample. Profiler lot w48339 has been previously tested. No discrepant results were observed with retain devices. Conclusion: product support tested in house cal h(pos ctrl) and cal z (neg ctrl) on retain lot #w48339. Results for tni recovery are below: cal h: all 3 replicates tni results were within the mfg 1sd range. Cal z: product support observed all data points for cal z to be below the mfg cut off of 0.10ng/ml. Unable to determine cause of customers positive result without sample. No product deficiency was established. Corrective action not required at this time.

Event description:
Caller reported a false positive troponin (tni) result using the triage cardiac profiler. Pt went to the ed complaining of chest pains. Pt was admitted and later discharged. Diagnosis: rhabdomyolysis, acute bronchitis. Triage tni cut off: 0-0.4. Dimension lab analyzer: 0-0.5. Serial draws were tested on lab analyzer.